Manufacturer narrative:
A ge service rep performed an onsite investigation. The control panel processor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a "system initialization I progress" error message. The field engineer noted that this prevented the system from booting up. There is no report of injury or death associated with the event described in this complaint.